Event description:
During a routine daily test of the device, the operator discharged the defibrillator into the internal test load and reportedly observed an arc from the defibrillation cable, heard a pop sound and saw smoke. There were no injuries reported as a result of the alleged malfunction.